Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints for the reported lot. The manufacturer internal reference number is: (B)(4).

Event description:
A report received from the health authority that, during cataract surgery with intraocular lens implant procedure, the lens found to be defective. The lens was removed. Additional information has been requested.